Event description:
Customer reported a potential false negative serum hcg with alere hcg combo cassette. Customer reported that during a routine test, serum was added to a cassette and a timer set for 5 minutes. The test gave a negative result at 5 minutes and this result was reported to the emergency dept.; moments later a test line appeared. The sample was retrieved and a second test performed. This time the test line appeared by the second minute. By the 5th minute, the test was confirmed to be a positive result. The earlier lab report had to be amended and reissued to the emergency dept. No pt info was provided. Not known whether confirmation testing was performed.

Manufacturer narrative:
Investigation pending.